Manufacturer narrative:
Device 1 of 10. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that upon visual inspection prior to use, it was found that the wafer had an off-centered starter hole. The product was used by the patient. No photo is available at this time.